Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of in this incident, it was determined that the hardware was failed. A customer confirmed that able to recover the drawer he stated it was jammed with medication. The system functioned as intended after customers resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, hardware was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.